Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. They were unable to verify the button error alarm due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was able to clear it. Customer stated that the alarm came back and it won't clear. Customer stated that it seems like the act button is not responding. Customer's blood glucose is 109 mg/dl. Customer stated that she has been sweating on the pump a lot due to her farming business. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.